Manufacturer narrative:
The patient remains ongoing on pump support. The report of transient pump power elevations that appeared to be associated with pulsatility index events was confirmed based on the evaluation of the submitted log files; however, a specific cause for these pump power elevations could not be conclusively determined through this evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the hospital personnel on 10/25/2016 stating that the patient was doing okay at this time. Lab values are all within normal limits. The patient remains on asa and coumadin.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported by the vad coordinator that the patient had not yet been discharged and was experiencing elevated pump powers. The pump sounds were reported to be smooth. On (B)(6) 2016 the patient's lactate dehydrogenase (ldh) level was between 417- 543 u/l with a baseline ldh of 223 u/l, the c-reactive protein was 191 mg/l, the activated partial thromboplastin time (aptt) was 60 seconds, and the inr was 1.1. The patient's anticoagulation medications included coumadin, heparin, aspirin and persantine. The patient's mean arterial pressure was 70s mmhg and an echocardiogram showed a left ventricle end diastolic diameter of 7.1 cm. A review of the system controller log file found transient elevated pump powers. The pump fixed speed was increased from 8800 rpm to 9400 rpm. On 04/12/2016 review of another log file found the pump powers remained elevated. The patient's ldh was 394 u/l and the plasma free hemoglobin from the prior week was 52.9 g/dl. The vad sounds were static and flow was non-pulsatile. No other adverse clinical signs were present: the urine was clear, the patient did not have heart failure symptoms, and the creatinine level was normal. The patient remained on a heparin infusion with aptt's in the 60 seconds range. The pump speed was decreased to 9200 rpm and on (B)(6) 2016 the power elevations had stabilized. An echocardiogram ramp study found that at 9200rpm the left ventricle diameter was 8.5cm, the aortic valve opened with every heartbeat and the septum was midline. At 9400rpm the left ventricle diameter was 8.4cm, the aortic valve opened every third beat and the septum remained midline. No additional information was provided.